Event description:
A customer reported that the pump screen brightness was too dim to reliably view readings on the monitor. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.